Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent overnight low glucose with ilet alerts approximately every three hours and treated lows with cold cereal while not performing meal announcements; additional training was scheduled. Symptoms included hypoglycemia with a reported nadir of 51 mg/dl and no associated acute symptoms. Outcomes included temporary impact on glucose control without medical intervention or hospitalization. Investigation included troubleshooting and education focused on meal announcement practices and hypoglycemia management. Investigation of this case revealed a use-related issue consistent with missed meal announcements contributing to nocturnal hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically missed meal announcements leading to inappropriate carbohydrate coverage and subsequent low glucose.